Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 68 reperfusion catheter (red68), a neuron max 6f 088 long sheath, a non-penumbra catheter, and a non-penumbra stent retriever. Radial access was used for the procedure and there was a tight turn in the anatomy. One pass was completed using the red68 and the stent retriever. After the red68 was removed from the patient, damage described as a crack was observed on the red68 at the midshaft and the distal end. The red68 was removed in its entirety, and no fragments remained inside the patient. It was reported that the non-penumbra catheter was also noticed to be damaged. The procedure was completed using a new red68. There were no reported adverse effects to the patient.